Event description:
It was reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to use different wall outlets and adapters, but without success, leading to the decision to replace the pump. The customer reverted to an alternate form of insulin therapy.